Manufacturer narrative:
A ge rep evaluated the system and replaced the roller shaft and bearings. System operates as intended.

Event description:
The customer reported the c-arm will not move. No pt injury was reported.